Manufacturer narrative:
Integra has completed their internal investigation on july 24, 2017. Results: the failure is unconfirmed, as there was no product returned for this complaint. Therefore, failure analysis could not be performed. The idrt was used during surgery and will not be returned for failure analysis. DHR review; no product lot number was provided with this complaint; therefore, a DHR review cannot be performed. Complaints history; a query of the for the timeframe of 12 months (from 24 may 2016 to 05 july 2017) was performed using the keywords ¿infection¿ for the skin product family. One complaint was found in addition to the current complaint described within this report. There were approximately 12,016 idrt product family units sold in the past 12 months before this complaint. As per the trending query, there were two complaints identified for infection and the idrt product family. Therefore, the calculated complaint rate is 0.017%. Conclusion: it is difficult to pinpoint the exact root cause of the infection. No product lot number was provided so a DHR review could not be conducted. All product is released based on passing of all in process and finished goods criteria. This includes ensuring that sterile product gets to the customer. Based on the risk documentation review, the most probable root cause is that the environment post application was inadequate for wound healing.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
A dr. Called to get a question answered regarding one of her patients who had integra placed by a different dr. Several months ago. The patient got an infection, the wound opened and this dr. Did a biopsy and wanted to know if integra is birefringent under polarizing light. She is uncertain if there is a possibility that her patient may have tampered with the wound and this was the reason for her call. No further information available. Several attempts to obtain additional information via emails and phone calls has been unsuccessful.